Event description:
It was reported that the procedure was to treat a de novo, moderately calcified and heavily tortuous vessel in the left circumflex (lcx) artery. The 2.5x23mm xience prime stent delivery system (sds) was being implanted when a dissection occurred. Another xience prime stent was used to treat the dissection and completed the procedure. There was no reported adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.